Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 211 mg/dl and sensor glucose was 62 mg/dl at the time of the event, the difference was outside the acceptable range. Suspend on low limit in sensor settings was at 70 mg/dl. No harm requiring medical intervention was reported. Customer stated she checked her sugar when change sensor came up and it was 350 mg/dl. The sensor will be returned for analysis.